Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21oct2020.

Event description:
The customer reported the display is not bright enough, it seems quite dim, and the top cover is cracked.

Manufacturer narrative:
G4:04dec2020, b4:06dec2020 . It was confirmed there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The field service engineer (fse )confirmed the reported issue of dim display and confirmed cosmetic damage to the front, rear bezels, front panel, and top cover cracked. The fse replaced the liquid crystal display (lcd) assembly to resolve the dim display's reported issue. The fse also replaced the front, rear bezels, and front panel to resolve the reported issue of cosmetic damage to the front, rear bezel, front panel and top cover cracked. The fse carried out performance assurance (pa) tests and returned to full functionality. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:18mar2021. B4:02apr2021. The returned lcd user interface assembly evaluation showed the burn out cold cathode fluorescent lamp (ccfl) backlight causes the dim display. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.